Event description:
This is an accumulation of four cases from respiratory therapy on the servo 300 ventilator. Circuit boards numbers 1585 and 1586 burned out when the safety valve opens and the mechanical ventilation is interrupted. On two occasions it was during patient use. Immediate intervention prevented patient injury. There is a very strong burning smell and on two occasions visible smoke occurred during the time of failure.====================== manufacturer response for ventilator, servo 300======================they set up the pick up of the 30 plus units for repair.